Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus tip position on touch required calibration due to a small deviation of the stylus pointer position. The rear display cover was broken. The right hasp latch was broken. The company logo button was broken. The power cable was missing. The media door latch was worn. The paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.